Event description:
Information received indicates the head and hi-low section drifted down.

Manufacturer narrative:
The technician, after replacing the s8 and s10 solenoid valves, replaced the CPR valve to repair the bed.